Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, during the first deployment of the suture at the patient's right side, the dart detached from the suture but remained inside the capio device. Reportedly, the suture was not tensioned during deployment. The procedure was completed with the same uphold lite with capio slim device. There were no serious injury reported as a result of hteevent. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, during the first deployment of the suture at the patient's right side, the dart detached from the suture but remained inside the capio device. Reportedly, the suture was not tensioned during deployment. The procedure was completed with the same uphold lite with capio slim device. There were no serious injury reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
F10 and h6: problem code of 2907 for captures the reportable event of dart detachment. G1: manufacturing site: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard, jefferson in, 47130 USA. A visual examination was performed on the returned capio slim suture capturing device and mesh assembly. There was no damage noted to the capio slim suture capturing device. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. On the blue dilator, a portion of the dilator, containing the intact dart and suture, was removed. There were tool marks present on the dilator. A functional assessment for the capio slim suture capturing device was performed. The carrier could be extended and retracted into the cage with no issue. The cage of the capio slim suture capturing device was removed for further inspection; the portion of the detached suture containing the dart was not found inside of the cage. The investigation concluded that the most probable cause for the dart detachment/suture broken is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "dart detachment/suture broken." Per investigation, it was determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase and no further escalation is required.